Event description:
The customer reported that the patient was breathing freely, no issues. Unit was alarming low tidal volume and graph was showing low tidal volume being delivered. The customer reported there was no harm to the patient or the user, patient's information has been requested.